Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00493550303 one-third tubular plt 3hole sf 421765, 00483502001 3.5 mm cortical screw self-tapping 20 mm length ln: unk, 00483502601 3.5 mm cortical screw self-tapping 26 mm length ln: unk, 00483503001 3.5 mm cortical screw self-tapping 30 mm length ln: unk, 00483503401 3.5 mm cortical screw self-tapping 34 mm length ln: unk, 00483503601 3.5 mm cortical screw self-tapping 36 mm length ln: unk, 00483504007 3.5 mm pelvic cortical screw selftapping 40 mm length ln: unk, 00483504507 3.5 mm pelvic cortical screw selftapping 45 mm length ln: unk, 00483505007 3.5 mm pelvic cortical screw selftapping 50 mm length ln: unk, 00483506007 3.5 mm pelvic cortical screw selftapping 60 mm length ln: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04996, 0001822565 - 2019 - 04997, 0001822565 - 2019 - 04995, 0001822565 - 2019 - 04998, 0001822565 - 2019 - 05002, 0001822565 - 2019 - 05004, 0001822565 - 2019 - 05006, 0001822565 - 2019 - 05007, 0001822565 - 2019 - 05009, 0001822565 - 2019 - 05010. Product remains implanted.

Event description:
It was reported that the patient experienced pain. Attempts have been made and no further information has been provided.